Event description:
The customer was contacted in response to a survey and reported that he was without an insulin pump for three days due to a mistake in the order. The customer reported that the blood glucose fluctuated while off the insulin pump and he was treating with manual injections. The customer reported that at the beginning of the year, he was hospitalized with blood glucose readings above 700 mg/dl. The customer was taking off of the insulin pump and resumed treatment when he got home. He reported that two of the infusion sets had bent cannulas. Customer also reported difficulty with inserting the sensors. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to medwatch #3004209178-2015-44848.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.